Manufacturer narrative:
Device is a combination product. Date of event: 2019. Device evaluated by MFR.: promus premier ous mr 16 x 2.25mm stent delivery system was returned for analysis. The device was loaded onto a 0.014''guidewire without issue. A visual examination of the stent found middle stent damage with the stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. It was noted that the device was used past the expiry date as the date of the procedure was provided as (B)(6) 2020. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25jun2020. It was reported that advancing difficulties were encountered. The target lesion was located in the distal end of left circumflex artery. A 16x2.25mm promus premier drug-eluting stent was used but could not advanced smoothly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. B3 - date of event: 2019 e6 evaluation conclusion codes corrected. Device evaluated by MFR.: promus premier ous mr 16 x 2.25mm stent delivery system was returned for analysis. The device was loaded onto a 0.014''guidewire without issue. A visual examination of the stent found middle stent damage with the stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25jun2020 it was reported that difficulty advancing were encountered. The target lesion was located in the distal end of left circumflex artery. A 16 x 2.25 promus premier drug-eluting stent was used for treatment but could no advanced smoothly. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed stent damage.